Event description:
It was reported that the patient was experiencing pain. A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2015 it was noted that the patient was experiencing abdominal pain, due to ivc filter. The physician attempted an ivc filter manipulation/retrieval, but was unsuccessful due to the patients anatomy. No further patient complications were reported.